Manufacturer narrative:
Specimen collection and storage information was not provided. Controls were run before and after the incident and recovered within assay limits. The instrument is currently within qc specifications with respect to controls and reproducibility. A field service engineer (fse) was dispatched on (B)(4) 2011 and reviewed the qc data from the instrument and noticed that the retic pressure had been running high. The fse also noticed that the pinch valve sleeve had been pulled out side of the valve. The fse was able to duplicate the error message by leaving the sleeve outside the valve. The fse reran the specimens with the sleeve inside the valve and the error message went away. The fse verified instrument operations. The root cause for this event was due to tubing not properly seated in the valve.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 780 hematology analyzer generated erroneously high retic % results on two (2) patient specimens. The first patient's result was reported out of the laboratory and was questioned by the nurse. This specimen did not have an instrument flag. The second patient's result had an instrument generated (abnormal retic pattern) error message and the erroneous result was reported out of the laboratory. Both specimens were rerun on the same instrument and both recovered lower retic results. The customer reported the rerun retic results as the correct results. There was no death, serious injury, or affect to patient treatment that attributed to this event.